Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. The proximal and distal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted that the lead was returned with the helix full retracted. Visual analysis found the lead was damaged with the insulation breached in-vivo and both conductors distorted. The conductors damage prevents the helix from retracting.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted upgrade, access was extremely tortuous putting a lot of pressure on the leads in the veins. The right ventricular (rv) lead was successfully placed, however the helix would not extend. In addition, the existing right atrial(ra) lead was explanted, however the helix would not retract fully. The rv lead was explanted and replaced successfully. The ra lead was removed and not replaced. No patient complications have been reported as a result of this event.